Event description:
Revision surgery - due to the patient falling and breaking the center screw.

Manufacturer narrative:
The reason for this revision surgery was the center screw broke. The length of in vivo service was 1.9 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 141 prior complaints reported against this part number; summary of investigations: 70 for dislocations, 4 for pain, 20 for infections, 13 for trauma, 23 for looseness and instability and others not associated with product issues. This is the first complaint against this lot number. The root cause of the center screw breaking was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.